Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information. Patient identifier sid (B)(6) and sid (B)(6).

Event description:
The customer observed false positive beta human chorionic gonadotropin (b hcg) patient results while using the architect total b hcg reagents. The following results were provided (miu/ml). Sid (B)(6) initial 40.47 (positive), repeat less than 1.20 (negative). Sid (B)(6) initial 33.40 (positive), repeat less than 1.20 (negative). The patients were expected to be negative. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, field data review, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot, 69143ui00, and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.